Event description:
It was reported that the patient sat down in a chair and the implantable neurostimulator system was "pushed." The patient, then, began to experience pain. The patient also had paralysis in the feet for thirty-six hours following use of the stimulation. The patient had difficulty walking and was unable to use the stimulation without pain. The patient also experienced a shocking/jolting "through the stomach and out," when the device was turned on "for a certain period of time." The shocking began on (B)(6) 2011. It was noted that the patient passed through a security gate three weeks ago, but there was no other recent exposure to electromagnetic interference (emi). The patient also had a second neurostimulator system implanted that was checked and determined to be fine. It was later reported that the patient's device system was confirmed to have "bad impedances," and the patient was to have a revision surgery scheduled. No information was provided related to the patient's outcome. Additional information was requested but not available as of the date of this report. A follow-up report will be filed if additional information becomes available.

Manufacturer narrative:
(B)(4).